Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation since the patient was not able to be reached, despite numerous attempts, to obtain additional information. The patient stated that the error message first appeared at 12pm on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. "Four hours" after the product issue began the patient stated that they experienced symptoms of "shaky and numb finger," but it is not known whether the patient associated these symptoms with high or low blood glucose levels. The cca noted that the patient did not receive any form of treatment as a result of these symptoms and the cca was unable to contact the patient to confirm this. At the time of troubleshooting the cca walked the patient through a re-test and the issue remained unresolved. The patient's products were requested for evaluation but the patient stated that they did not want a replacement. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.